Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2022-14257. It was reported that the patient experienced ineffective stimulation following a fall. As such, surgical intervention may take place to address the issue.

Event description:
Additional information received indicates that surgical intervention took place on (B)(6)2022 wherein the one lead was replaces and the other lead was repositioned addressing the issue. Reportedly, therapy was confirmed post op. Note: it us known which lead was explanted/ repositioned.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.